Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: there was a call service alarm observed in the black box and pump history. A call service alarm was received during investigation and the 24 hour duration test was not able to be completed due to the alarm. Unrelated to the complaint, there was moisture visible in the display and the leak test failed due to a cracked pump case. The pump was opened and removed from the case and there was corrosion observed on the motor flex connector. Also unrelated, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.